Event description:
The patient and family reported that the patients heart rate has dropped to 30bpm and lower as measured by multiple external monitoring devices and that the patient has experienced syncopal episodes. The device has been reportedly checked recently by representative with no abnormalities to explain the low rates. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.